Event description:
It was reported by service report that the right side rail broke away from the litter presenting sharp edges and it could not be locked in the upright position. No pt involvement or adverse consequences are reported.